Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that the pace sense portion of the right ventricular lead had high impedence measurements for about two weeks. During a system upgrade, the pace/sense portion was capped and replaced with a new pace/sense lead. During this procedure, the first attempted pace/sense lead had unsatisfactory sensing and capture. The first lead was removed and replaced. No patient complications were reported as a result of this event.